Event description:
The event involved a transpac® IV monitoring kit, disposable transducer, 03 ml squeeze flush device, macrodrip where the customer reported that there was a leakage, of saline, noted at the tube connector below transducer. It is unknown if there was any patient involvement, however, harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Manufacturer narrative:
The reported complaint of leakage was confirmed on the returned set. A sample image was provided by the customer showing the involved set. During visual inspection, a bad insertion depth was observed between the pvc tubing and the winged male luer. When the set was primed and pressure leak tested, a channel leak was observed between the pvc tubing of the drip chamber and the winged male luer. The tubing and the luer tubing pockets were microscopically examined and it appears that the pvc tubing was not completely inserted into the winged male luer. The probable cause of the leakage had occurred due to the tubing not being fully inserted into the winged male luer during assembly process. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9: device returned to manufacturer on 5/16/2025.